Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a renal radiofrequency ablation (rfa) procedure on (B)(6), 2013. According to the complainant, the rfa procedure was completed without any issues; it was reported that there was good ablation and the algorithm was followed. However, following the procedure there was a large delayed bleed around the kidney, which was exacerbated by dialysis that the patient underwent that night. The patient then suffered a peri-arrest, which necessitated admission into the intensive care unit. It was reported that there was no malfunction of the device. The patient is now reported to be ¿fine¿.